Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it was confirmed their implantable neurostimulator (ins) was dead. They noted that the battery was 3 years old. The patient stated that they had surgery to replace the dead battery, and their loss of stimulation has been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thought that their stimulator was dead. It was also reported that it was not working, and patient services clarified this and it was reported that this meant that the patient was not feeling any stimulation. Patient services asked if the patient had their patient programmer (pp) with them to check for a possible eri/eos message, but the patient did not have their pp. The patient reported that they had not seen any error messages with their new ins. They also indicated that they had just gotten new batteries in their patient programmer to make sure it was still working right. After patient services tried troubleshooting to see if the patient had seen either an eri/eos error message, the patient reported that they knew that some letters come up on the pp that mean that there is an error or it is not working. The patient was redirected to follow-up with their healthcare provider (hcp). Th patient asked if a manufacturing representative (rep) needed to be invited the appointment and it was reviewed that the hcp would request one if they feel a rep should be invited. It was reported that the patient was not feeling stimulation and the event occurred on (B)(6) 2017. No further complications were reported/anticipated.